Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during a dilatation in the colon performed on (B)(6), 2011. According to the complaint, the dilatation was completed; the physician attempted to remove the inflation media, but was unsuccessful. Therefore the balloon was removed from the patient's anatomy still inflated. A vacuum was maintained in an attempt to remove the balloon. Once the device was removed from the patient, the catheter was cut and the inflation media was able to be removed. The procedure was completed with this cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during a dilatation in the colon performed on (B)(6) 2011. According to the complaint, the dilatation was completed; the physician attempted to remove the inflation media, but was unsuccessful. Therefore the balloon was removed from the patient's anatomy still inflated. A vacuum was maintained in an attempt to remove the balloon. Once the device was removed from the patient, the catheter was cut and the inflation media was able to be removed. The procedure was completed with this cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned device found the catheter to be cut and the balloon to be relaxed and deflated. Functional testing could not be performed due to this damage. The investigation results could not be confirmed, as the device was found to be cut at the catheter. However, the complaint device was used to dilate a stricture in the colon, which is against the direction for use (dfu). It states in the dfu for this product that "the cre fixed wire balloon dilatation catheter is intended for use in adult and adolescent populations to endoscopically dilate strictures of the esophagus". It is possible that the anatomical location contributed to the difficulties encountered during inflation, therefore the most probably root cause is user error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.